Event description:
It was reported the right ventricular lead demonstrated high thresholds and reduced sensing due to an apparent microdislodgement. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. No anomalies were found. (B)(4).